Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup, the phacoemulsification handpiece irrigation port was blocked. The handpiece was switched out to proceed with surgery.

Manufacturer narrative:
The system was examined and the reported event was not confirmed. However, the company representative properly cleaned the port of this handpiece, and this problem was resolved. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).